Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an unspecified scope connection error during procedure preparation on their olympus gastrointestinal videoscope. Reportedly, there was no patient injury as a result of this event.